Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc guessed that the reported event was caused by the stress during use, external factors and handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the rubber of the insertion tube had deteriorated. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with this event.